Manufacturer narrative:
(B)(6). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that the smart control stent could not be crossed. The stent was removed from the patient and it was confirmed that the tip of the stent was prematurely deployed. The stent was then released outside the patient's body. A 6.0*80 smart stent was placed at the proximal portion instead and the procedure was completed successfully. There was no patient injury. An approach was made from the left common femoral artery with a 6f 45 centimeters (cm) non cordis guiding catheter. A pre-dilation was performed with a 2.5mm saberx. The balloon was changed to another a saberx (3.0mm). The lesion was inflated with a non cordis balloon additionally. The target lesion was the superficial femoral artery. The lesion was moderately calcified and mildly tortuous. The rate of stenosis was (B)(6). The product was clinically used and will not be returned for analysis.

Manufacturer narrative:
It was reported that the smart control stent could not be crossed. The stent was removed from the patient and it was confirmed that the tip of the stent was prematurely deployed. The stent was then released outside the patient¿s body. A 6.0 x 80 smart stent was placed at the proximal portion instead and the procedure was completed successfully. There was no patient injury. An approach was made from the left common femoral artery with a 6f 45 centimeters (cm) non cordis guiding catheter. A pre-dilation was performed with a 2.5mm saberx. The balloon was changed to another a saberx (3.0mm). The lesion was inflated with a non cordis balloon additionally. The target lesion was the superficial femoral artery. The lesion was moderately calcified and mildly tortuous. The rate of stenosis was (B)(4). Additional information was received and the device was prepped according to the instruction for use (IFU) with no defects or damages noted. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The sheath introducer size and brand is unknown. It is unknown if the diameter of the unconstrained stent size 1-2 mm larger than the vessel diameter. It is unknown if the stent delivery system pass through any acute bends. The delivery of the stent delivery system (sds) was a contralateral delivery. It is unknown if there was any unusual force used at any time during the procedure. It is unknown how many atmospheres the balloon was inflated. It is unknown what the percent stenosis after pre-dilation. It is unknown if what type of contrast was used. It is unknown what the contrast was mixed with. It is unknown what the ratio of contrast to fluid. It is unknown if the sds (stent delivery system) had to pass through a previously placed stent. It is unknown how much of the stent had been pre-maturely deployed. It is unknown if the tantalum markers (smart control) was observed to open symmetrically. The product was not returned for analysis. A device history record (DHR) review of lot 17386218 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) failure to cross¿ and ¿stent delivery system (sds) deployment difficulty-premature deployment (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification, mild tortuosity and a arte of stenosis of (B)(4) may have contributed to the reported event. According to the instructions for use ¿do not attempt to drag or reposition the stent, as this may result in unintentional stent deployment. Introduction of stent delivery system. Ensure locking pin is still in place. Advance the device over the guidewire through the hemostatic valve and sheath introducer. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an introducer sheath for the implant procedure, to protect puncture site. An introducer sheath of a 6f (2.0 mm) or larger size is recommended. Slack removal. Advance the stent delivery system past the stricture site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the target stricture. Ensure the device outside the patient remains flat and straight. Caution: slack in the catheter shaft, either outside or inside the patient, may result in deploying the stent beyond the target stricture site. Stent deployment. Verify that the delivery system¿s radiopaque stent markers (leading and trailing ends) are proximal and distal to the target stricture. Ensure that the introducer sheath does not move during deployment. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.